Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the scope had debris and a bulge from 12 cm inside the bending section. No harm reported.

Manufacturer narrative:
Correction b5: the scope reported was identified a cysto-nephro videoscope. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure of debris was not confirmed. However, report of bulge from inside lumen was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure, as insertion tube had dents. ¿olympus will continue to monitor field performance for this device.

Event description:
The scope reported is identified as a cysto-nephro videoscope. No additional information received from customer.